Event description:
It was reported that prior to the start of a da vinci-assisted paraoesophageal hiatal hernia surgical procedure, the site called to report that they are getting repeated erbe errors c-00. The site uploaded and reviewed error logs and noted c-33 errors. The technical support engineer (tse) had the customer power cycle the erbe and reseat the power cable with no change. The tse then advised customer that the error was internal to the erbe and asked if they have a backup generator. The customer was going to use a backup generator. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the integrated electrosurgical unit (iesu). The system was verified and ready for use. Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the integrated electrosurgical unit (iesu) for failure analysis investigation. The unit was analyzed and the issue was confirmed through system log review, which recorded error c-33 on 09-feb-2026. Upon visual inspection, the unit was observed to be in good cosmetic condition. During functional testing, the unit displayed error c-33 at startup. Additionally, a review of the erbe log indicated the presence of errors c-00 and m-11. The erbe unit will be sent to the original equipment manufacturer (OEM) for further investigation. The complaint was confirmed based on the failure analysis. The probable cause of error c-33 is attributed to a faulty electrical component inside the erbe generator.

Event description:
Refer to h11 for follow-up information.